Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), a consumer, and a company representative regarding a patient receiving morphine (¿400 mg/ml at 114 or 115 mg/day¿) via an implanted pump. On 18-mar-2020 the hcp reported that the patient started hearing the pump alarm on (B)(6) 2020. Per the hcp, the patient was not symptomatic; was not due for a refill; did not have a ptm (personal therapy manager); and no longer had a pump managing physician. The hcp was calling to have the pump interrogated. The hcp was given the information to contact a company representative in their area. Additional information was received on 18-mar-2020 from a company representative who reported that the patient¿s pump went empty on (B)(6) 2020 due to the patient not having a pump managing doctor anymore. The patient was dismissed by his prior pump managing physician a month ago due to a bad urine analysis. Per the patient, he was having some withdrawal, but the hcp did not confirm that. The patient was stable. The hcp updated the pump to silence the alarms. The plan was to provide the patient with oral medication and then refer the patient to a new doctor to fill the pump. No further complications have been reported as a result of this event.